Manufacturer narrative:
A1 patient identifier, a4 patient weight, not provided.

Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint 58636, patient experienced loss or failure of implant to integrate.